Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was re-evaluated by the failure analysis team, and the findings did not replicate or confirm the customer reported event of broken wire. The instrument was tested on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed the cut test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Additional unrelated observation not reported by site: the instrument was found to have a dislodged flush tube. Flush tube was not visibly protruding past the luer plate and did not exhibit damage. The flush tube shows turn at the tip. The luer plate did not exhibit damage. Correction(s): b3. Event date was updated to (B)(6) 2025. Based on the new findings, annex c, g, and d codes were updated accordingly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a dislodged flush tube. Flush tube was not visibly protruding past the luer plate and did not exhibit damage. The flush tube shows turn at the tip. The luer plate does not exhibit damage. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.